Event description:
New information noted that the physician opted to not make programming changes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a routine follow-up. Review of the patient¿s stored electrograms revealed competitive atrial pacing and auto mode switching. Programming changes were discussed. The patient has not been brought back into clinic as of this time. No further information was available.